Event description:
It was reported that a 27mm navitor vision valve was selected for implant on (B)(6) 2025. A pre-balloon aortic valvuloplasty (bav) was performed with a 22mm non-abbott balloon. During placement of the valve it was noted that the device leaflet appeared prolapsed under echocardiogram (echo). The device was removed from the patient and inspected. The device leaflet did not appear torn or damaged. A second pre-bav was performed with a new 22mm non-abbott balloon. A new 27mm navitor vision valve was implanted. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. The patient did not present with any clinical signs or symptoms. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of valve underexpansion (vue) was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The device was returned for analysis. The valve was visually examined and no anomalies were noted. Based on all available information, the reported vue appears to be related to a combination of procedural conditions and patient anatomy (strong calcification not properly expanded during pre-bav). The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.